Manufacturer narrative:
Report no. 2 of 2. The cutter involved in the reported event was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that the cutter within the vitrectomy pack had failed intra operatively and did not perform as it should. A new cutter was used to complete the procedure. There was no patient injury reported.